Manufacturer narrative:
(B)(4). The sample availability is unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). During follow up, the home patient's (hp) nurse stated that she was not aware of this alarm being reported but the hp is there weekly for a visit and has had no problems. The hp continues therapy without any issues. This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient extension line was connected during priming and the clamp on patient line was closed during priming. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) explained the alarm and assisted with the troubleshooting. The hp stated that the patient line extension was connected during priming, but he did not open the clamp. The tsr assisted the hp with getting the set out. The tsr explained that the hp would have to start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.